Event description:
During the procedure, when connecting a hub and syringe (brand unknown), the hub of the transit microcatheter broke. It was reported that the physician might have turned it too tight. There were no reported patient complications. The product will no be returned for analysis. There was no additional information. Based on a newly defined product similarity, this complaint file was reviewed. Based on this newly defined product similarity, this complaint file was reviewes. Based on this newly defined product similarity, this file has been determined to be reportable.

Manufacturer narrative:
No product was returned for analysis. A lot history review was completed for this product. The complaint detail report certifies that this is the first report of this type received for this sterile lot number to date. Although there was no information available regarding when the hub crack occurred, when following standard procedure, this would have occurred when flushing the product prior to insertion into the patient. The exact cause of the reported hub crack could not be confirmed, but based on the information provided, the procedural factor of over tightening the syringe onto the microcatheter hub may have caused the hub to crack.